Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 26 june 2020: lot 134165: (B)(4) items manufactured and released on 30-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a loose stem after 6 years and 5 months from the primary surgery. The surgeon revised the medacta stem and head with another company's product and revised the medacta liner with a medacta liner. The surgery was completed successfully.